Event description:
It was reported to philips the device kept turning on and off during patient care. The customer noted the device powered off and on while monitoring the patient's ECG waveform and attempting to confirm asystole. The customer stated another heartstart mrx was obtained to continue monitoring the patient. This report was initially submitted as a serious injury, however, additional information received from the customer clarified this was a patient death. The device was being used to confirm patient death. Additional details were requested regarding the patient/procedure but the customer did not respond to multiple requests. A philips field service engineer (fse) evaluated the device and was unable to confirm the issue. No ECG monitoring strips or case event files were provided to philips for review. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips the device kept turning on and off during patient care. The device was reported to be in use on a patient, possibly causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.